Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap. The insulin pump passed all other functional tests.

Event description:
It was stated that the insulin pump screen had been going blank. It was then stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 650 mg/dl. Prior to the hospitalization, the customer was at school and began feeling sick. The insulin pump gave battery related alarms and the customer changed the battery. Troubleshooting was performed during the call and the screen remained blank.